Event description:
It was reported that the patient received inappropriate shock due to noise. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.